Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1315806) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f long sheath (model unknown). There was one sheath exchange from a 6f long sheath to a 6f short sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 4,000 units of heparin. A pre-procedure femoral angiogram showed the vessel size to be >5mm. Following the procedure, the technician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed, the balloon was deflated and the technician removed the device from the patient. Pressure was held at the access site for 60 seconds. When the technician removed the pressure, a hematoma "the size of the palm of a hand" was noted. The patient was converted to 10-15 minutes of manual compression and a femostop was used on the patient for one hour. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.